Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the maxillary artery using ruby coils. During the procedure, the physician advanced another manufacturer's diagnostic catheter into the patient and then advanced a lantern delivery microcatheter (lantern) through the diagnostic catheter. The lantern was flushed and a ruby coil was deployed into the artery through the lantern. However, the ruby coil was unable to be detached using the ruby coil detachment handle (handle). The physician then attempted to detach the coil manually but the coil was still unable to detach. Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil, the same lantern and the same handle without any issues. It should be noted that the physician used a rotating hemostasis valve (rhv) but did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.